Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not release the clip. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Lap chole what vessel or structure was the device fired on at the time of the event? Common duct. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Yes. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? None noticed. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. How was the case completed? Completed with a new clip applier. What were the indications for surgery? What was found? This question is not relevant. Does the patient have any relevant history of surgical treatments? If so, what? This question is not relevant. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results of the found that the device was received with one jaw broken at bifurcation. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The final quality release criteria was met before this batch was released for distribution.